Event description:
The pump powered off on its own with no audible alarm. The pump was programmed in the dose calculation mode to deliver an unspecified concentration of heparin at a dose of 19u/kg/hr, with a calculated rate of 25ml/hr. After an unspecified length of time, the nursing staff found the pump off. No audible alarm was noted. The pump was powered on and reprogrammed. Thirty minutes later, the nursing staff again found the pump off. At this time, it was noted that the pump was unplugged and was operating on battery power. There was no reported adverse pt effect. The therapy was resumed using a replacement pump.